Event description:
Reportedly, this valve was explanted at implant due to one leaflet not opening properly. No further information was provided.

Manufacturer narrative:
Examination of the retunred valve revealed evidence of two suture loops: one loop was at the free margins of the cusp 1 and cusp 3 leaflets at the commissure post 1 and the second loop was at the free margins of the cusp 1 and cusp 2 leaflets at the commissure post 2. Although the sutures were removed from the sewing ring, there were suture track marks, creases and folds on the affected leaflets. The commissure post 2 was bent inwards. Suture looping is a user technique related issue. X-ray.